Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient couldn¿t feel stimulation since (B)(6) 2016. The patient could adjust stimulation up and down and was on program 2 at 3.3v. If the patient went up to 4.0v, they felt the battery get hot. The patient didn¿t feel any stimulation when they increased. The patient switched from program 2 to program 3 and increased stimulation to 1.9v, but the battery was still hurting them. The patient had an upcoming appointment with their health care provider (hcp) in a couple of days. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.